Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient mentioned they were going to be having their stimulator replaced in the next couple weeks because their manufacturer representative (rep) told them it was wearing out now that it had been 7 years; agent reviewed ins battery longevity and elective replacement indicator (eri)/ end of service (eos) info. Patient said they hadn't had any other problems except that the stimulation occasionally seemed to go off without them doing anything, and they had some pain when that would happen. Patient said the stimulation seemed to turn itself within the last month. Patient also mentioned they met their rep 4-5 weeks ago for adjustments.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.